Event description:
The AED is flashing red light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2019 the device was reported to have been involved in a flooding and displaying a flashing red light. Upon device receipt the status indicator was observed to be flashing red alongside a failure chirp as per reported fault. Additionally, the device memory logs could not be downloaded and the device could not be powered on. Moisture was observed within the device across the entire pcba, covering multiple circuits and components, including the usb, rtc, and led drive circuitries. This had resulted in multiple failure modes, including but not limited to the device failing to power on, failure of the usb connection and failure of the rtc. Upon drying the moisture from the pcba the device memory logs were successfully downloaded. Information from the history log shows the device performed successful auto self-tests up to the (B)(6) 2020, which would suggest the device had failed around this time. Additionally, the corrosion on the membrane tail would indicate the device had been in the presence of moisture for a prolonged period of time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
The AED is flashing red light. There was no patient involved in this event.